Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es goes out automatically and reboot itself. The customer stated that they had to access the medications from another pyxis station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis went out automatically and reboots itself. The field service engineer stated that it had been a duplicate work order.